Event description:
A nurse reported two cases of suspected tass (toxic anterior segment syndrome) one day following cataract surgery. Both cases presented with hypopyon and positive cells and flare. No cultures were taken. The patients were treated with medications. Additional information has been requested. There are two medical device reports associated with these events. This report is for the first patient.

Manufacturer narrative:
The actual product associated with this report was not received for evaluation and not enough information was provided from the account to properly complete an investigation. Additional information was requested phone and mail on 11/07/2011, 11/08/2011, 11/09/2011 and 11/29/2011. A completed questionnaire has not been received. (B)(4).